Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush heads on [oral b toothbrush] io2 keeps coming off while brushing [device breakage]. Case narrative: consumer stated via chat that the brush heads on oral b io2 toothbrush kept coming off while brushing. No injury was reported.